Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volumetric test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed volumetric test, was reproduced. The device was tested for flow accuracy and underdelivered by 13.330%. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged processor board as the direct cause. Processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.